Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer noticed a small dot on the pump touch screen that did not interfere with any images or text on the screen caused by dropping the pump. The customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.